Event description:
It was reported that the tubing section that goes in the pump had a small hole that leaked while infusing cyclosporine on the bmt (bone marrow transplant) unit. The infusion of cyclosporine was running at 126 ml/hour as a secondary infusion. No patient harm occurred.

Manufacturer narrative:
The customer's report that tubing had a small hole and leaked was confirmed. The primary set sample was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a tear in the silicone segment directly below the upper fitment component. No other damage or issue was observed. Functional testing confirmed leaking from the tear. The cause of the leak was identified as due to a tear in the silicone segment. The root cause of the observed damage was not identified. The device history record search for model 10013072 could not be conducted due to no lot number being provided.

Manufacturer narrative:
Concomitant medical products: 500ml baxter bag, lot y322057, exp jan21, 5% dextrose injection; spiros adapter; non-bd secondary set; 250ml b braun bag lot j9n167, exp 1/21, 5% dextrose injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that tubing had a small hole and leaked while infusing cyclosporine on the bmt (bone marrow transplant) unit. The infusion of cyclosporine was running at 126 ml/hour as a secondary infusion. No patient harm occurred.